Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead amplitude measured 1.7 mv. The physician laser lead extracted this lead and was replaced. Additional information received indicated that the suspected cause of low amplitude was likely due to a patient condition, an undiagnosed cardiomyopathy. In addition, the physician also stated that the lead had likely microperforated the right ventricular chamber. This rv lead was explanted. No additional adverse patient effects were reported.